Event description:
Boston scientific received information that after the recent implant of this left ventricular (lv) lead, increased thresholds and loss of capture were noted. It was determined that the lead had dislodged, however still remained in the target vessel. The lead was reprogrammed to higher outputs and the physician will continue to monitor the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was reprogrammed and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.